Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead was fixed but dislodged when slitting the catheter. Using a new catheter, the lv lead was implanted and remains in use. No patient complications have been reported as a result of this event.